Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient line separated from the cartridge. Customer's blood glucose level 223 mg/dl. Reportedly, a new cartridge loaded to address the issue.